Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose was 42 mg/dl. Customer consumed glucose tablets to address bg level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.